Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized for a high blood glucose of 881 mg/dl and diabetic ketoacidosis. She was admitted to the hospital on (B)(6) 2016. The customer experienced nausea, vomiting, and shortness of breath. She also had ketones in her urine. The patient was treated with insulin. Troubleshooting was initiated for the high blood glucose. The drive support cap appeared normal. The patient's site had a larger hole than usual, and the site was slightly irritated. However, her cannula was not damaged. The customer was advised to change her set, site, reservoir, and insulin and treat per health care professional's instructions. The reservoir was not returned for analysis.